Manufacturer narrative:
Device was not made available by user facility.

Event description:
The user facility reported that a patient fell out of bed and the bed exit did not alarm. It was reported the patient suffered a brain bleed and expired. The facility reported they were not alleging a malfunction with the device; they stated a nurse forgot to set the bed exit alarm (if the alarm is not set, the provider may not be made aware of a patient fall).